Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported one of the patient's drg leads migrated. Reportedly, the l4 placement lead was replaced as a result of the lead migrating. Stimulation therapy was reportedly restored postoperatively.